Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced intermittent oversensing of the a signal, resulting in high ventricular pacing. No symptoms were reported by the patient, but the healthcare provider (hcp) requested a review of the reports. The device was reprogrammed after significant pauses were observed, which had led to the patient experiencing multiple falls and fractures. After the reprogramming, no pauses were observed. No additional adverse patient effects were reported. The patient is currently being monitored in the hospital. This pacemaker remains in service.